Manufacturer narrative:
Review of device manufacturing record history is current in progress. Device was returned and evaluation is currently in progress. Patient information (ID, gender, weight, dob and relevant medical history) was requested but no response has been received from user facility. Additional information related to potential adverse event was requested. As of today, no information has been provided. In a conservative approach, this report is being submitted.

Event description:
The following was reported to gore by user facility representative: during vascular access treatment, a gore® viabahn® endoprosthesis did not initially deploy, then started deploying (expanding) when trying to remove and it was captured with a sheath. No patient harm was reported. Further information was requested but not made available as of today.

Manufacturer narrative:
Engineering evaluation confirms the reported partial deployment. The distal shaft of device was kinked approximately 2cm from the transition area. Approximately 1.2cm of the endoprosthesis was expanded at the distal end. The endoprosthesis was compressed longitudinally about 2cm distally. During engineering evaluation, the deployment knob was pulled and deployment was able to continued. The investigation could not confirm the cause of the reported partial deployment or the primary device failure mode.